Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a prime/fill anomaly on the reservoir. The customer's blood glucose reading was unknown. The customer mentioned that the reservoir would not fill. The customer tried to insert air into the vial using the plunger and it could not move the barrel up or down. The product was returned for analysis.